Event description:
It was reported by the patient's physician that a ent had diagnosed the patient with vocal cord paralysis secondary to vns implant. The diagnosis occurred approximately 3 months post implant. The patient had also been experiencing voice alteration with stimulation. The doctor may lower the output current a bit but did not plan to disable the vns due to these symptoms at the time of the report. Diagnostics were okay. No further relevant information has been received to date. No known relevant intervention has been taken for this event to date.